Event description:
Pt was scheduled for right hepatic lobectomy. This coagulator, needed to achieve hemostasis during surgery, would not function at all. Pt had a blood loss which exceeded expectations and required transfusion of donor blood as well as autologous. Upon investigation, it was learned that the hosp-owned coagulator had been sent in for repairs and the unit used for this surgery was a loaner, and a different model. Before the surgery, upon receipt of loaner, it was connected to the hosp-owned stand by biomed tech. When connecting unit to the stand, biomed noted that connectors appeared to be compatible. Post-incident, connector examined and it was noted that there is actually a difference. The loaner unit has fewer pins in connector and no foot pedal connection. The only handpiece available has to be activated by a foot pedal. Hosp didn't realize the loaner was a different model and there is no labeling stating that an older stand would not be compatible. Loaner sent back to co.